Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the half-height cubie lid was broken and would not close. A field service engineer (fse) found that auxiliary drawer, pocket, had failed to open. The pharmacy technician logged in and successfully unloaded auxiliary drawer pocket had failed to stay closed due to a broken lid. The cubie could not be recovered. The fse removed the failed cubie using hardware test application and rebooted the pyxis system. The pharmacy technician then logged in and successfully recovered and unloaded the failed cubie. Final testing by the pharmacy technician was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a broken cubie lid and would not close. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.